Manufacturer narrative:
IFU contraindication: the essure system should not be used in any pt with known hypersensitivity to nickel confirmed by skin test (see warnings section below for pts with suspected hypersensitivity to nickel). IFU warning: pts with suspected hypersensitivity to nickel should undergo a skin test to assess hypersensitivity prior to an essure placement procedure.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, a pt reported the possibility that they were allergic to nickel, but has not been confirmed by formal patch testing or dermatologist. F/u performed and on (B)(6) 2011 it was confirmed by facility nurse the nickel allergy was confirmed by dermatologist. Pt being treated with prednisone and other steroid meds to reduce symptoms of itching and rash over the body. Doctor confirmed nickel allergy is related to essure device. Scheduled for hysterectomy on friday, (B)(6) 2011. Will f/u with clinic to confirm device removal and pt status 1-2 weeks post removal. On (B)(6) 2011: spoke to nurse and pt did have hysterectomy with device removal on (B)(6) 2011. Pt was doing fine post procedure, but post--op visit needs to be scheduled to confirm resolution of symptoms. On (B)(6) 2011: spoke to nurse (B)(6) and pt had post-op on (B)(6) 2011 and pt was doing well. Her rash symptoms have been resolved.